Event description:
It was reported that the device was used during a laparoscopic cholcystectomy. It was reported by the rep that the 511sd that the seal on the trocar ripped when the scope was inserted, another 511sd was opened and the case was completed. There was no consequence to the pt.